Event description:
The refractive surgery was performed in 2000. The patient had the flap lifted to remove ingrowth in 2001. Visual acuity improved from cf both eyes to 20/20 (od) and 20/40 (os). Information that the flaps were lifted was received in 2001.